Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. The atrial lead exhibited high capture thresholds. Chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced successfully. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.